Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon would not fully deflate, as all the inflation medium was not able to be removed from the balloon. Reportedly, the balloon could not be pulled out through the scope, so they had to pull the scope out of the patient and cut the tip off the device in order for it to be removed. The procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.